Event description:
The customer reported the collimator leaf was off center. All of a sudden, the collimator was damaged. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare (B)(4). The ge service rep calibrated the collimator beam alignment. The system operates as intended.